Manufacturer narrative:
There is an open investigation on this issue. The instrument was used according to the protocol, and misuse does not seem to be apparent. There was no known damage prior to the case. The broken instrument has been requested to be returned for investigation.

Event description:
Dr. Removed the tibial tower from the tibial plateau after punching the keel. Upon inspection it was noted one of the tower spikes had broken and remained in the tibial plateau. The broken spike as extracted using a kocher clamp. There was a 1-minute delay in the case, the patient was unaffected and the case was completed successfully.